Event description:
Microtek c-arm drape packaging is tearing when it gets opened to the sterile field. Clear plastic see through portion is the part that is tearing and creating a risk of contamination.